Event description:
The manufacturer became aware of a literature published by the central tennessee foot and ankle center, sparta, tn. The title of this report is ¿retrospective case series of 10 neuropathic patients that underwent primary tibiotalocalcaneal arthrodesis following acute trimalleolar ankle fracture¿, published in (B)(6) 2024, which is associated with the stryker augment® bone graft and injectable system. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that infection resulting in need to change out wires in external fixator in 1 case.

Manufacturer narrative:
Corrections made to section b5 executive summary and section e initial reporter.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received rwe named safety profile of augment® bone graft and injectable in midfoot fusion procedures: a retrospective comparative cohort study utilizing a us healthcare database that contains collected data on the usage and the outcomes of augment. The report details analysis provided for procedures performed between july, 01, 2016 - september 30, 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: infection resulting in need to change out wires in external fixator in 1 case.